Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with an afx2 bifurcated stent graft, and afx vela infrarenal. On (B)(6) 2018, a secondary procedure was performed for an unknown reason and an afx vela suprarenal was implanted. No additional event or patient information is available.

Manufacturer narrative:
Based on clinical assessment evaluation, it was determined that the secondary procedure was to treat a type ii endoleak. Type ii endoleak are anatomy related; therefore the was no device failure and this should not have been captured as a complaint.